Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed that the system hung in a boot loop and starting the system was not possible. The fse checked the logfile and used the igt diagnostic tool for diagnoses and found that the solid-state drive (ssd) from the suite-pc was defective. To solve the issue the fse replaced the ssd in the suite-pc, reloaded the software, restored backup, preformed system tests and performance measurements. After the replacement of the ssd the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system did not start up. The system was outside of clinical use at the time of reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.